Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube with a complete hypotube separation 71.5cm distal of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during dilatation, it was noted that the was wire fractured. The device was pulled out within the catheter as a whole together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred the 95% stenosed target lesion was located in the severely calcified left anterior descending artery. A 3.0mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, during dilatation, it was noted that the was wire fractured. The device was pulled out within the catheter as a whole together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.